Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 300mg/dl. The customer mentioned that he was vomiting and did not eat since he took his last bolus, but his glucose level was still high. The customer mentioned that he went to the hospital because he thought he had food poisoning. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date on the device were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer called back and mentioned having low blood glucose overnight. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.